Manufacturer narrative:
Device is a combination product. Date of event: used (B)(6) 2019 as the event/procedure date was not provided.

Event description:
It was reported that shaft break occurred. A 38 x 2.75 promus premier drug eluting stent was selected for use, but the shaft broke. The procedure was completed with this device. There were no patient complications reported.